Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set bent cannula on (B)(6) 2026 due to insufficient subcutaneous tissue at the abdominal insertion site resulting in high blood glucose which was treated with insulin administered via pen.